Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) determined that the cv (check valve) 47 was clogged. He replaced cv47, then retubed vl12 (baths drain) and vl13 (probe/ needle drain) as a precaution. He verified the instrument repair per established procedures and results meet published performance specifications. The instrument was returned into service. The root cause is attributed to a clogged check valve which prevented the bellows from draining properly.

Event description:
The customer reported that on (B)(6) 2011 the needle of a coulter lh 750 hematology analyzer leaked blood and the bellow would not drain. The healthcare workers interfacing with the machine were wearing personal protective equipment, which included laboratory coats, gloves and eye protection, at the time of occurrence there was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and clean up was completed following the customer's biohazard spill protocol.